Event description:
It was reported that a patient underwent an lac procedure and topical skin adhesive was used. While closing the port, a piece of glass came out of the ampule. There was no adverse consequence to the patient.

Manufacturer narrative:
Conclusion: actual sample was returned for evaluation. Visual inspection revealed a piercing through which a glass shard protruded in the applicator bulb. A piercing in the butyrate tube was observed and these piercings coincided in position.

Manufacturer narrative:
(B)(4) - shard penetration occurred. Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.